Event description:
During deployment of an 8.0 x 40 smart control stent, the stent "jumped" and did not cover the entire femoral artery lesion. The lesion was 80% stenosed, mildly calcified, and 3cm in length. The physician had experienced resistance while tracking to the lesion due to vessel tortuosity, and thrombus was present proximal to the lesion. Following vessel pre-dilatation with a 5 x 4mm balloon at 10 atm, the lesion was 40% stenosed. It was unk if the physician had advanced the device past the lesion and then withdrew back into the lesion prior to the stent deployment as per IFU. An add'l stent was implanted, without difficulty, distal to the initial stent with 10mm of overlap.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the product has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.